Manufacturer narrative:
The complaint of leaks on item 01c-c3300t could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record was reviewed and no non-conformities were identified that would have led the reported complaint. Section e: additional contact information: (B)(6).

Event description:
The complaint involved a microclave¿ connector that was reported to be leaking an unspecified liquid at a medical institution. On (B)(6) 2023, during the maintenance of the peripherally inserted central catheter (PICC) line, the colaif connector was replaced and pre-flushed to the tube. It was found that the joint between the transparent material of the colaif connector and the blue part leaked. It was also stated that the intention of device use was as an accessory to an intravascular infusion device, a cannula placed in a vein or artery is used to administer fluids to the patient. There was no harm to the patient as a result of the reported issue/complaint.